Manufacturer narrative:
Technician confirmed head would not go up. Had to swap out bed unable to repair at account, repair not yet complete.

Event description:
Complaint alleged that head would not raise.